Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate in (B)(6) that during arthroscopic bankart repair, it was observed that the anchor pulled out when the surgeon pulled the suture just after the anchor was inserted into the bone hole. The surgeon used another product and completed the case without problem. No surgical delay or harm to the patient was reported. The backup device was used to complete the case. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.